Event description:
The customer reported that the high-definition 3cmos autoclavable camera head is having system communication "error code 229". The problem was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head is having system communication "error code 229". The problem was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: g3, h3, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the repair department inspected the product. E229 from the IFU of the otv-s200 was a scope communication error, which was presumed to be caused by a twist in the internal cable. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 5.1 troubleshooting (warning): never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. *the IFU (ra1793_14) for the otv-s200 that can be combined for error code e229 is described as follows: 10.2 troubleshooting guide code:e229. Error message:scope ID data error. Possible cause:the endoscope has broken down. Solution: immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head is having system communication "error code 229". The problem was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no problems were found. This issue is addressed in the instructions for use (IFU): 5.1 troubleshooting (warning) never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. *the IFU (ra1793_14) for the otv-s200 that can be combined for error code e229 is described as follows: 10.2 troubleshooting guide code:e229 error message: scope ID data error possible cause: the endoscope has broken down. Solution: immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Olympus will continue to monitor the field performance of this device.